Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analyst commented, elective replacement indicator (eri) triggered on (B)(6) 2016. The device was returned, analyzed and analysis revealed normal battery depletion.

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD), the device exhibited premature battery depletion, unexpected longevity. The ICD remains in use, and planned for explant and replacement. Subsequently, the ICD was explanted. No patient complications have been reported as a result of this event.